Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg no longer charging properly. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.